Event description:
It was reported that during a laser lithotripsy procedure for kidney stone, after the stone had been treated the physician removed the fiber. Upon reinserting the fiber into the disposable scope, the fiber broke when advancing. The fiber was disposed, and a new fiber was opened to complete the procedure. There was no patient complication.